Event description:
While running a prime cleaner test on the atellica im 1300 analyzer, a siemens customer service engineer (cse) observed that the cleaner fluid leaked onto the 24-volt power supply. An electrical burning smell emitted from the 24-volt power supply. The cse turned off the mechanics. There was no delay in testing or reporting results due to this incident. There are no known reports of adverse health consequences due to this event.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site to resolve a prime wash failure on the atellica im 1300 analyzer. The cse replaced several parts in the fluidics im wash area. Then, the cse primed all the lines. During priming process, the cse did not notice that the reagent probes were not over the rinse basins, and cleaner from the probes spilled down on to the frame and onto the 24-volt power supply, which created a burning smell in the lab. The cse turned off the mechanics. The cse replaced 24-volt power supply. No further issues were observed post service. The issue was resolved with normal troubleshooting and parts replacement. The instrument is performing according to specifications. No further evaluation of this device is required.